Manufacturer narrative:
Conclusion: upon reception, an is-1 lead could not be inserted in the is-1 port because the ventricular screw had been tightened (visible in the cavity of the is-1 port); however, no anomalies were observed during the inspection of the device's connection system components in the ventricular position: no damage was observed on the threads of the ser-screw of terminal block; the bead of glue which is placed on the edge of the set-screw head and terminal block to prevent inadvertent movement during transport was appropriately applied; consequently, all observations indicate that the manufacturing procedures were correctly followed; after the appropriate repositioning of the set-screw, the attempt to insert and tighten the is-1 lead was performed successfully; a possible explanation for the reported problem would be the following: the distal set-screw could have been tightened prior to the complete or sufficient insertion of the lead. This would have prevented further attempts to completely insert the lead, since the set-screw wouldn't have been sufficiently loosened; it cannot be confirmed, though, it the tightening of the ventricular set-screw was done prior to the complete insertion of the lead or at the end of the procedure; the electrical characteristics of the returned device were determined to conform to established specifications. As received, the device was determined to be in standby mode. The in-depth analysis of data revealed that on (B) (6) 2008, an interrogation of the device was performed and that a failure occurred during the attempt to save threshold data, since (B) (4) had not yet been programmed. This error caused the switch to standby mode , in conformance with the specifications of the device in the case of this type of error. This data management issue has been corrected in the smartview (B) (4) version of the programming software. Add'l details about the manufacturing procedures which are in place: at the end of the manufacturing process, the set-screws are positioned in the terminal block, so that the lead can be inserted without unscrewing them. Loosening the set-screws from this position can lead to their disengagement from the block; a visual inspection is performed to verify that the top of the setscrew head is at the same level as the top of the terminal block in which it is inserted. A bead of glue is applied at the edge of the set-screw and terminal block to prevent any inadvertent movement during shipment which would prevent the complete and appropriate insertion of an is-1 lead. These steps are integrated in the manufacturing procedure which is applied when the connector header is mounted on the titanium case.

Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant, however, it was not possible to fix/tighten the ventricular lead at implant. The device was not implanted and returned for analysis.